Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the damage appeared to have occurred during use. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the two-piece connector was attached to the catheter. The 4 fr tubing extended 52.3 cm from the distal end of the strain relief oversleeve. Pockets of a bright red colored residue were observed throughout the length of the catheter. The catheter had been cut between the 4 and 5 cm depth marks and the distal catheter segment was not returned for investigation. Functional testing confirmed a leak in the groshong PICC. The leak originated from a v-shaped split in the tubing, which was located 5.0 cm from the distal end of the strain relief sleeve. The angle of entry angled downward as the breach neared the inner lumen. Rough edges were observed along the breach and the adjoining surfaces of the breached tubing were noted to be granular. Scuff marks were observed on the external surface of the tubing proximal to the breach. Due to the evidence of use, the breach in the tubing developed after placement. It appears that the catheter was damaged from an external source. A lot history review (lhr) of reat2298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter leakage was observed from the portion exterior of the body when flushing with 10ml syringe. The catheter was removed. The catheter had been placed for chemotherapy and tpn via the basilic vein.